Event description:
Related manufacturer reference number: 3006705815-2024-02034. It was reported the patient is not receiving effective therapy due to high impedances. Investigation was unable to determine which lead was at fault. The patient's ipg also moved which caused patient discomfort at the ipg site and extreme charging difficulty. Surgical intervention took place on (B)(6) 2024 during which the ipg was repositioned and the lead was replaced. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.